Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. The lead was reprogrammed. The patient would continue to be monitored with routine follow up.